Manufacturer narrative:
Lot review: a review of lot# 3293931 showed that (B)(4) units were manufactured, tested, inspected and released citing no exception documents. Receipt analysis: 1/10/2017 - received one used tego, d1000, reported lot# 3293931. No mating devices were returned. Blood was observed under the silicone. Functional testing: the d1000 tego was pressure tested and failed. The d1000 tego was disassembled and found damage to the one piece seal at the main seal interface. Final analysis summary: the complaint of d1000 tego blood leakage was confirmed with the returned connector. The leakage was the result of damage to the one piece seal at the main seal interface with the body. ICU medical is currently reviewing and implementing continous improvements to the process to improve this issue.

Event description:
Complaint received regarding one tego, d1000, lot# 3293931 (mfd. 07/2016). Report states: a new cap has a leak on the side or by the top (not by the luer). Risk of bleeding and infection. No adverse patient consequences reported.

Manufacturer narrative:
Lot review: a review of lot# 3293931 showed that (B)(4) units were manufactured, tested, inspected and released citing no exception documents.

Event description:
Complaint received regarding one tego, d1000, lot# 3293931 (mfd. 07/2016). Report states: a new cap has a leak on the side or by the top (not by the luer). Risk of bleeding and infection. No adverse patient consequences reported.